Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms beginning approximately three months ago. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. It was noted that the lv programmed configuration was lv tip to ring. Pacing impedance measurements were observed to be within normal limits when the programmed configuration was changed to lv tip to rv. The programmed configuration was left at lv tip to rv. This product remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information was received that the physician will continue monitoring.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.